Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing phrenic and diaphragmatic nerve stimulation due to right atrial (ra) lead dislodgement. The lead was also reported to have exhibited unstable and high thresholds, and far field r-wave (ffrw) oversensing. It was suspected the noted issues resulted from twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing phrenic and diaphragmatic nerve stimulation due to right atrial (ra) lead dislodgement. The lead was also reported to have exhibited unstable and high thresholds, and far field r-wave (ffrw) oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.